Manufacturer narrative:
The alleged hernia requiring surgery was assessed as a serious injury related to the use of the coolsculpting device. Even though the allegation remains unsubstantiated at this point, out of abundance of caution this case is being assessed and addressed conservatively as a reportable event, even with the limited information available. Diligent efforts have been made to obtain additional information on the event, treatment provider, treatment details and device used, however no additional information has been received from the reporter to date. Additional information on this report is being sought. The coolsculpting system has been studied exclusively in healthy adult volunteers. A hernia is not a contraindication of coolsculpting, however, in the coolsculpting user manual, listed under warnings, it states that special considerations should be taken with patients who have hernia in or adjacent to the treatment site. Coolsculpting uses vacuum and non-vacuum applicators to complete coolsculpting procedures. The vacuum applicators draw tissue into the applicator cup during the treatment. Using a vacuum pressure applicator on a pre-existing hernia or pre-existing structurally weak area may cause further complications. The thinning of the fat layer alone may also cause an occult hernia to become more evident in certain patients. Allergan advises physicians to carefully examine the patient for evidence of pre-existing hernias prior to use of the device.

Event description:
On 01/24/2019, allergan was made aware of an online post where the reporter stated she had received coolsculpting treatment and ended up needing hernia surgery on the treated area four months post treatment. Diligent efforts have been made to obtain additional information on the event, treatment provider, treatment details and device used, however no additional information has been received from the reporter to date. Even though the allegation remains unsubstantiated at this point, out of abundance of caution, this case is being assessed and addressed conservatively as a reportable event, even with the limited information available. Additional information on this report is being sought.